Event description:
The customer reported to customer service that the transformer housing for her breast pump cracked. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that there was a breach on the side of the transformer housing, exposing inner electronics. She does not know how the breach occurred - she did not drop the transformer. She also indicated that no injuries were sustained as a result of the issue and that she would return the product for eval. However, as of the date of this report, the product has not been received. The customer stated that the transformer housing broke apart, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add'l info or the product be received, resulting in new, changed, or corrected info, a f/u report will be filed